Event description:
Healthcare physician reported to the left side of "intracapsular rupture¿ and ¿benign capsular calcification noted¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, d6, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare physician reported to the left side of "intracapsular rupture¿ and ¿benign capsular calcification noted¿. Device remains implanted.

Event description:
The device has been explanted.